Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited high out of range left ventricular (lv) pace impedances measuring greater than 2,000 ohms. The configuration on the lv lead has been adjusted in the past due to this observation. The system continues to exhibit out of range measurements. There are concerns of a possible lead fracture. Boston scientific technical services (ts) discussed potential impacts due to the observation. No adverse patient effects were reported. This product remains in-service.